Manufacturer narrative:
Section h6 updated to reflect completion of investigation. H6: code c19 a review of manufacturing records verified that the lot involved in this complaint met all pre-release specifications. Investigation conclusions: d15 and d12 removed and added d1001. Engineering evaluation: the primary reported complaint could not be independently confirmed because no product nor images enabling direct assessment of product performance were returned for evaluation. Therefore, an independent assessment of product performance could not be conducted. As reported, the device was unable to be advanced; the angle at the ostium of the renal artery was acute and the artery after the bifurcation was short, therefore it was difficult to get enough wire purchase into the landing zone. Therefore, the cause for the primary reported complaint can be attributed to the patient condition.

Event description:
On (B)(6) 2025, patient underwent a thoracoabdominal branch endoprosthesis (tambe) procedure to treat an aneurysm utilizing a gore® excluder® thoracoabdominal branch endoprosthesis and reduced profile gore® viabahn® vbx balloon expandable endoprosthesis devices (vbx devices). During the procedure, there was difficulty advancing a 6 mm x 79 mm vbx device into the left renal. It was reported, the angle at the ostium of the renal artery was acute and artery after the bifurcation was short, therefore it was difficult to get enough wire purchase into the landing zone. There were multiple attempts made to re-access the artery. It was reported, the physician chose to use a shorter stent (brand unknown), and it tracked and deployed into the renal artery. The physician successfully treated the superior mesenteric artery (sma) and the celiac artery with no issues. It was reported there was no vbx device implanted into the celiac artery due to occlusion shown on preoperative scan. It was reported, the physician used a 46 mm coda balloon to create a backboard and a 1 cm tip amplatz wire, in which physician was able to bridge a vbx device in the right renal artery to the tambe device. Patient tolerated the procedure. An angiography was performed, and the physician was satisfied with the results. The patient then presented back later that afternoon and bleeding in the left kidney was observed. The physician suspects the cause of bleeding in the left kidney was a result from trauma from the non-gore wire. Patient became hypotensive, with some limb ischemia as well. Femoral endarterectomy was performed. After becoming hypotensive, patient also experienced some paraplegia and shock liver was also reported. No other recovery procedures were performed and patient passed away the following day on (B)(6) 2025. It was also reported cause of ischemia did not involve a device, as all devices were patent. A clot was just observed at some point during the procedure. Physician believes the paraplegia is due to hypotension, as a result from hemorrhagic event of the left kidney. Patient death was due to shock liver. No further patient information or images are available.

Manufacturer narrative:
Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. A2: patient age/dob was requested but not made available. A3a/a3b: patient sex/gender requested but not made available. A4: patient weight was requested but not made available. H6: code b20: device remains implanted, and no images were provided; therefore, direct product analysis was not possible. H6: code c21 results pending completion of investigation (device history record review pending). W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.